Event description:
It was reported that the customer had a motor position encoder error alarm and a motor error alarm on the insulin pump. Customer took the tubing out of the pump and put in a new battery. Customer then received a motor error alarm. Customer stated that she was just sleeping when the alarm occurred. Customer's blood glucose level was 120 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer does not have a back-up plan. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.